Event description:
It was reported that the universal modular electric/battery single trigger handpiece stopped working during a total knee surgery. The handpiece did not come back on after replacing the battery. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. Evaluation of the device observed the single trigger handpiece was visually inspected with no detection of any external damage that may have contributed to the device potentially being nonfunctional. It was confirmed the handpiece did not run and emitted a buzzing sound. The motor, seals, guide screws, and o-rings were replaced and the assembly was cleaned and lubricated. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.